Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chips at pink probe, no adhesive at forceps cover and pinhole in the adhesive around light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited chips at pink probe, no adhesive at forceps cover and pinhole in the adhesive around light guide lens. There was no patient involvement.